Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump may have been over delivering. Caller reported that insulin continued to drip after letting go of the act button, even after set change. Caller was advised that issue could have been due to a vent blockage. Caller was advised to monitor issue with new insulin pump.